Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the this left ventricular (lv) lead was unsuccessfully implanted due to an unknown reason. No information available as of this time. No adverse patient effects were reported.